Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer provided one guide wire, one guide wire advance tube, and one catheter. The dilator involved in the incident was not returned. The guide wire was kinked at 3 cm from the proximal tip and bent near the distal end. The guide wire was intact and within dimensional specification. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause of these issues could not be determined based on the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in nephrology, the dilator split during insertion. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.